Event description:
This spontaneous case was received on (B)(6) 2026 from australia was reported by a doctor via a sales representative. The report describes a patient (age/gender not specified) who had btm-2040 lot: 230922bl1 (x1) and 231006al2 (x1) verified and implanted to an unspecified location for a large trauma wound. The wound size was not stated. The patient¿s medical history was not reported. The patient¿s concomitant medications were not reported. The wound was from a trauma, being caught under a railway cart. The registrars informed the wound was severely contaminated from the accident. They had thought the wound was clear at the time of application. However, the swabs taken at the time came back confirming very rare and aggressive infection. The btm had to be removed, due to the infection. The patient is currently on an experimental treatment for the infection. Action taken with the device was reported as completely removed. The doctor assessed the events as unrelated to device and commented: "this was not a fault of the btm, but the infection itself which they were not aware of at the time of application." Additional information received on 29-jun-2026 reported: "it is their whole leg ¿ unaware which at this point. No further information about the next steps have been shared." Additional information received on 14-jul-2026 reported: "it was a multi fungal infection ¿ 3 different ones (nature of injury). Patient was put on novel antifungal agents. Since been grafted and healed. They again re-iterated that it was not a fault of the btm. The patients had really unusual circumstances that any treatment instigated would have failed. No further information to be shared." Note: a second identical device was implanted during the same procedure: device size: btm-2040, lot number: 231006al2, quantity: 1 dom: 22-sep-2023 and expiry: 22-sep-2026.

Manufacturer narrative:
The investigation into the reported event is currently ongoing. A supplemental report containing the complete investigation findings and conclusions will be submitted once the investigation has been completed. MFR# reference: (B)(4).